Event description:
Device malfunction: suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when removing the needle plunger and needles from the body of the device, there were no sutures attached to the links. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Eval of the returned device found the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. The needle tip and monofilament were not returned with the device. During the investigation, the plunger was reinserted to check the needle trajectory, needle depth and push mandrel travel, which were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain stable position of the device with respect to the tissue tract during needle deployment. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.